Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. It was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent excision of tape with repair of vaginal mucosal defect on (B)(6) 2010 by implanting surgeon. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent mesh lso implantation on (B)(6) 2007 due to paraovarian adhesions. It was reported that the patient had exam under anesthesia, operative laparoscopy and lysis of marked abdominal and pelvic adhesions on (B)(6) 2007 due to chronic pelvic pain and retention of left ovary. It was reported that the patient underwent cystoscopy and placement of b/l urethral catheters on (B)(6) 2012 for chronic pelvic pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent excision of mesh sling and cystoscopy on (B)(6) 2014 due to mesh exposure. No additional information was provided. (B)(4).